Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date of event: estimated.

Event description:
It was reported that this was a closure of an unspecified vessel using a starclose device after an unspecified procedure. Reportedly, when completing step 2, (pushing the plunger to open the vessel locator wings and initiate the sheath split), the entire sheath split and seemed like it was warped. Therefore, the clip was not deployed. The method of achieving hemostasis was not reported. There were no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported failure to cut and irregular appearance could not be determined. Factors that may contribute to the reported failure to split and irregular appearance of the sheath include, but not limited to, inadequate nick and spread or incorrect positioning of the device (high angle of insertion). Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: d9 - device available for evaluation: updated from yes to no.